Manufacturer narrative:
The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On (B)(6) 2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. No patient information provided as no patient was involved in this concern. Onsite investigation was preformed and the field representative suspected that the navigation system's staff monitor caused the reported event. Replacement of the monitor resolved the issue. No further issues were reported. Analysis of the returned monitor could not confirm any failure as it passed all testing and functioned as intended without issues. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the staff cart monitor flickers between blue and white when they adjust the tilt. There was no patient present when this issue was identified.